Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was unknown. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.